Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having a sensor glucose discrepancy. They stated that they had already called the other day about the sensor and was sent 2 replacement sensors but the issue was recurring. They had 5 thresholds suspend incidents. The sensor glucose value was below 40 mg/dl when their blood glucose value was 158 mg/dl. Their current blood glucose value was 170 mg/dl and the current sensor glucose value was 40 mg/dl. The customer also reported that they received a calibration error. Troubleshooting was performed on the issues. The device will not return for analysis.